Event description:
A customer contacted ocd to report that customer had observed incorrect pt demographics on their lab printouts for a bar coded sample on their vitros eci analyzer. This event is consistent with a malfunction that could have caused false pt results to be reported. There was no report of pt harm as a result of this event.